Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was explained that possible causes of blank display. Customer is not with mother. Customer's mother is unable to complete troubleshooting and advised to call to complete the troubleshooting. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 460 mg/dl. Customer corrected with the pump and so he went low in the night.